Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that no audio came from the mx40 device. There was no reported patient involvement.